Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient reported that cgm displayed value of 250mg/dl & 300mg/dl compared to bg meter value of 165mg/dl & 185mg/dl. The patient stated that she was at home and was dosing off of the cgm readings. The patient is (B)(6). The cgm was reading 300mg/dl so the patient decided to take insulin. The readings continued to show 300mg/dl after 30 minutes so the patient took more insulin. The patient decided to take a finger stick reading and saw that her reading was 185mg/dl. The patient felt like she took too much insulin and contacted her doctor. The patient was advised to go to the hospital where the patient was admitted from (B)(6) 2017 for observation and then released. At time of contact the patient's condition was stable and was discharged from hospital. No additional event or patient information is available. Data log was reviewed for evaluation on 04/20/2017. Complaint for inaccuracies was confirmed. The root cause could not be determined, post investigation. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined. Labeling indicates:the dexcom g5 was not evaluated or approved for the following persons: pregnant women, persons on dialysis. Do not use the dexcom g5 mobile cgm system in critically ill patients. It is not known how different conditions or medications common to the critically ill population may affect performance of the system. Sensor glucose readings may be inaccurate in critically ill patients. The dexcom g5's accuracy has not been tested in people within these groups and the system's glucose readings may be inaccurate.